Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A visual inspection of the attached picture confirmed the stated failure mode. The insert and sleeve fractured into numerous pieces. The medical investigation concluded that it was reported that a revision surgery was performed due to hinge knee failure. Surgeon performed a ¿gut exchange¿, replacing the hinge joint, not taking out cemented implants. No clinical/medical documents were provided to support this complaint. Only a picture of the removed components was sent with the complaint. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed potential failure modes were previously identified. Some potential probable causes of the event could include malalignment or traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to hinge knee failure. Surgeon performed a gut exchange, replacing the hinge joint, not taking out cemented implants.